Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately eight years post initial right side tka, the 62 y/o male patient complained of pain. Patient had loose femur. Patient was revised to exactech devices. There was no breakage of the device. There was no surgical delay/prolongation. Images received. The device is not available for evaluation due to recall devices hospital will not release.

Manufacturer narrative:
Additional information d8 h3: the revision reported in the case may have been the result of femoral loosening, prosthesis wear, and osteolysis. The aseptic (non-infected) femoral loosening and osteolysis was likely the result of an insufficient bond between the femoral component and the bone. The tibial insert wear may have been due to malalignment between the implants, mechanical overload during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision radiographs were unable to be obtained.